Event description:
It was reported that during middle cerebral arteries (mca) aneurysm, the physician retracted the microcatheter to deploy the subject stent, and after the distal end of the stent opened, they continued to withdraw the microcatheter to further deploy the stent. However, during the withdrawal process, the subject stent became stuck and could not be deployed further. Upon inspection out of the body, it was found that the subject stent had already been partially deployed. The subject device was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
H3 device evaluated by mfg: updated. Due to the automated manufacturing execution system (mes) system there are controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection, it was observed that the stent was received in a deployed condition. The stent delivery wire (sdw) was returned within a microcatheter. The introducer sheath was not returned. The microcatheter was noted to be intact. All 3 marker bands were present on both ends of the stent. The stent was noted to be deformed at the proximal end, and the distal end. The sdw was noted to be kinked/bent at the distal end, and at the proximal end. The functional inspection was unable to be performed as the stent was returned in deployed state. The reported event is covered in the device direction for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported event ¿stent partial deployment' and ¿stent failed/unable to deploy' could not be replicated as the stent was returned in a deployed condition. However, the analysis results are consistent with the reported event. The returned device did not meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. Additional information received from the customer indicates that the device was prepared for use as per the directions for use. There was no damage noted to the packaging prior to opening the packaging and the device was confirmed to be in good condition prior to use on the patient. Continuous flush was set up and maintained throughout the clinical procedure and the patient's anatomy was described as 'moderately tortuous'. It was reported that 'the physician attempted to deploy the subject stent. The physician retracted the microcatheter to deploy the stent, and after the distal end of the stent opened, they continued to withdraw the microcatheter to further deploy the stent. However, during the withdrawal process, the stent became stuck and could not be deployed further. Subsequently, the physician slowly withdrew both the microcatheter and the subject stent out of the body. Upon inspection, it was found that the stent had already been partially deployed. The physician then replaced both the microcatheter and the subject stent with new ones and successfully completed the procedure'. The stent was returned for analysis in a deployed condition. The stent was also noted to be slightly deformed towards the distal and proximal ends of the device. The stent delivery wire (sdw) was also returned for analysis and was seen to have a minor bend near the distal end of the wire and also the proximal end of the wire. The introducer sheath was not returned for analysis. On this occasion it appears that the stent could be advanced through the full length of the microcatheter lumen without issue. It was only when the stent was being deployed that an issue was noted. This ability to advance the stent without issue to the distal end of the microcatheter is not typically associated with stent transfer difficulty. It is more likely that, due to some unknown procedural and/or anatomical factors, the user experienced resistance while retracting the microcatheter. It is also unclear when the damage occurred to the subject stent and stent delivery wire (sdw). This may have occurred when the stent was being withdrawn from the patient¿s anatomy. The as reported event ¿stent partial deployment¿ and ¿stent failed/unable to deploy¿ as well as the as analysed damage ¿sdw kinked/bent¿ and ¿stent deformed¿ will be assigned procedural factors as this complaint appears to be associated with a product that met stryker design and manufacturing specifications, but performance was limited due to unknown procedural factors during use.

Event description:
It was reported that during middle cerebral arteries (mca) aneurysm, the physician retracted the microcatheter to deploy the subject stent, and after the distal end of the stent opened, they continued to withdraw the microcatheter to further deploy the stent. However, during the withdrawal process, the subject stent became stuck and could not be deployed further. Upon inspection out of the body, it was found that the subject stent had already been partially deployed. The subject device was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.